Event description:
A report was received that the patient was experiencing pain in the shoulders, arms and legs following an ipg replacement procedure (MFR number 3006630150-2019-06611). The physician called it a flare up of cervical radiculopathy from intubation and positioning for surgery. The patient was given fluids and steroids.